Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices or x-rays. The op report has been reviewed. It confirms that there was no bony ingrowth at all and that there was a stress fracture of the femoral neck that had been suspected when reviewing the scans pre-operatively. No products will be returned for eval. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should add'l info becomes available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that pt underwent total hip arthroplasty on (B)(6) 2009. It is also reported post op, pt experienced pain and loosening, and was revised on (B)(6) /2010.